Event description:
A vena tech lp filter was reported to have migrated to the heart approximately 5 days post placement in an obese (400 pound) bariatric patient. The migrated filter was surgically removed from the patient. Importer narrative: in a review of the procedure films by a manufacturer representative the filter placement appeared normal. No physiological or device related observations were made that could potentially explain the reason for the observed filter migration.